Event description:
It was reported that the patient was experiencing itching, burning and redness to incision site. The patient went to emergency room (ER) and they diagnosed him with contact dermatitis and then cellulitis. The physician thought this was a response to localized antibiotics. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was currently managed by infectious disease with intravenous (IV) antibiotics for methicillin-resistant staphylococcus aureus (mrsa) infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7164465 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7173365 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).